Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received inappropriate anti-tachycardia pacing due to oversensing of noise exhibited with the right ventricular (rv) lead. All other rv lead measurements were within range and the system was reprogrammed. The source of the noise was not determined. The rv lead remains implanted and in service. There were no adverse patient effects reported.